Manufacturer narrative:
Integra has completed their internal investigation on august 21, 2017 results: products were not returned for analysis. In conclusion, this complaint cannot be verified. DHR review; lot numbers of the concerned products are not provided for the moment. DHR cannot be reviewed. Complaints history; this is the first incident reported about improper shape of uni-clip® staples for the past two years. (B)(4). Lot failure cannot be established as no lot number was provided. A review of non-conformance and concession requests records was performed for the last two years. No record is found regarding issue about diamond shape of the uni-clip® staples or spreading forceps p/n 119311nd. Conclusion: following the results of the investigation, the root cause cannot be determined. Picture given in reported information shows a difference of diamond shape between the staples. However, investigation cannot be fully completed without important information such as lot number or return of products. No anomaly was found during complaint evaluation.

Event description:
Three (3) of 3 reports. Other mfg report numbers: - 9615741-2017-00033, - 9615741-2017-00034. It was reported that the surgeon noticed that uni-clips had different internal ¿diamond¿ shapes. Uni-clip spreading forceps (119311) could not fit in some of the staples. Only appeared to be a difference with the size 11 mm wide staples, 13 mm to 16 mm in length (113113nd to 113116nd). Additional information received on july 14, 2017: patient was prepped for forefoot osteotomy. Only a few minutes delay to surgery while inspect the uni-clip staples. The staples were applied by hand and the surgery was completed with no negative outcome for the patient. No patient injury.